Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 800 mg/dl at the time of admission. Customer reported they had difficulty breathing and was vomiting prior to being hospitalized. It was also found the customer had blood at their mouth due to an ulcer at their throat. It was also found the customer was treated with too much insulin, causing their blood glucose to drop to 40 mg/dl while hospitalized. It was also reported the insulin pump was removed from their body by the paramedics. The customer declined to return the insulin pump for analysis.